Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4)

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to high impedance and short interval counts (sic). A possible lead fracture is suspected. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.